Manufacturer narrative:
The device has not been received by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a noise issue. The device was not used in surgery. Date of the event is unk. It is unk if injury or medical intervention occurred. There was no add'l info provided.